Event description:
It was reported in a pmcf study, that the catheter from a fuhrman pleural/pneumopericardial drainage set dislodged. The device was placed on (B)(6) 2021 in the "triangle of safety" to drain serous fluid via a gravity collection system and wall suction (active suction). Medication was not adjusted/suspended for the procedure. No imaging was performed for placement; however, x-ray was used to confirm placement. Nine days later on (B)(6) 2021, the device was inadvertently removed. Gauze and a transparent dressing were placed. As a result, the patient received supplemental oxygen. The patient was already on a high-flow nasal cannula (hfnc), so the fraction of inspired oxygen (fio2) was increased. The patient also required a replacement chest tube (CT) to treat a pneumothorax. The event was considered related to the pleural drainage set. The study site indicated that a ¿small chest tube attached to large tubing placed the patient at risk [for] spontaneous dislodge with movement". The study also noted that "suturing [a] pigtail [catheter] in [a] non-intubated infant can be challenging. [A] securement device could be hugely beneficial". No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3- occupation: principal investigator g4 - PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported in a pmcf study, that the catheter from a fuhrman pleural/pneumopericardial drainage set dislodged. The device was placed on (B)(6) 2021 in the "triangle of safety" to drain serous fluid via a gravity collection system and wall suction (active suction). Medication was not adjusted/suspended for the procedure. No imaging was performed for placement; however, x-ray was used to confirm placement. Nine days later on (B)(6) 2021, the device was inadvertently removed. Gauze and a transparent dressing were placed. As a result, the patient received supplemental oxygen. The patient was already on a high-flow nasal cannula (hfnc), so the fraction of inspired oxygen (fio2) was increased. The patient also required a replacement chest tube (CT) to treat a pneumothorax. The event was considered related to the pleural drainage set. The study site indicated that a ¿small chest tube attached to large tubing placed the patient at risk [for] spontaneous dislodge with movement". The study also noted that "suturing [a] pigtail [catheter] in [a] non-intubated infant can be challenging. [A] securement device could be hugely beneficial". No other adverse effects were reported for this incident. Reviews of the documentation, including quality control procedures and manufacturing instructions for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The DHR was unable to be completed, due to the lack of lot information from the complaint facility. Evidence gathered upon review of dmr does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that non-device related factors contributed to the event. It is likely that the patient¿s movement and device securement contributed to the dislodgement. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.